Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge had been filled with 420 units of insulin. The customer loaded a new cartridge successfully and completed the load process. The customer's blood glucose level was 160 mg/dl.